Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device displayed an error and automatically entered into the self-check interface. The rse evaluated the device remotely and determined that the error was caused due to an incorrect operation of the device by the user. The rse guided the customer to properly complete the operation inspection, and the device was returned to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After performing the operational check properly, the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillator gives a measurement error, and automatically enters the self-test interface. Users are unable to judge the meaning of the maintenance mode in english. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.